Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the analysis for the returned lead is still in progress. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead integrity alert (lia) was triggered. Lia triggered on (B)(6) 2012 due to meeting the conditions for ventricular short interval counts (v-sic) count and abnormal impedance. There was also oversensing non-physiological short interval counts (sic). The lifetime count of v-sic is 384 beginning on (B)(6) 2012 and there was 15 non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle are observed on (B)(6) 2012. The pacing impedance was out of range high with daily ventricular pace lead impedances range between 418 and 2052 ohms beginning (B)(6) 2012. (B)(4).

Event description:
It was reported that during follow up, the right ventricular (rv) lead pacing impedance was found to have variations. Also, the short interval counts (sic) were greater than 30 per day and lead integrity alert (lia) had been triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and the distal conductor was fractured from being flexed. It was noted that the outer insulation/bi-lumen tubing was breached with voids.